Event description:
A talent stent graft system was implanted in a pt for the endovascular treatment of a 7.6 cm abdominal aortic aneurysm. The aortic neck was angulated along its length from infrarenal neck along the aneurysm and down to the iliac arteries. The aortic neck was short measuring 1 cm or slightly longer than 1 cm, and it was 20 mm in diameter with mild calcification. There was a large ima and patent lumbars. It was reported that after the stent graft was implanted, there was a proximal type 1 endoleak as there was an inadequate seal (see MFR # 2953200-2010-01839). A 24 mm aneurx aortic cuff was placed proximally; however, there was still an endoleak, likely a combination of a type 2 or a type 3 endoleak (potential tear) which was coming from the center of the graft. Another aneurx iliac limb stent graft was placed to reline the cuff, which successfully resolved the endoleak. A type 2 endoleak was seen afterwards. No additional clinical sequelae were reported, and the pt is fine.

Manufacturer narrative:
(B)(4). Evaluation results: endoleak. Angulated aorta and short aortic neck, type 2 endoleak.